Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the customer reported they had high blood glucose level due to insulin pump under delivery. The customer¿s blood glucose level was 304 mg/dl. The customer reported that the insulin pump also had insulin flow block alarm and troubleshooting was performed and the insulin exited at the tubing. The insulin pump will not be returned for analysis.